Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system aspiration catheter 3 (cat3). During the procedure, the cat3 was "squeezed" around the wire and was unable to advance through the clot. Both the cat3 and wire were removed from the patient and the procedure successfully continued using a new wire and a balloon. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the penumbra system reperfusion catheter 032 (cat 3) had a guide wire (a non-penumbra device) stuck inside; the cat 3 distal shaft was ovalized and kinked approximately 113.0 cm from the hub. Conclusion: evaluation of the returned device revealed that the distal shaft of the cat 3 was ovalized and kinked. This type of damage typically occurs due to improper handling during use. If force is applied to the outer diameter of the cat 3 distal shaft, it is likely this type of damage will occur. The ovalization in the distal shaft of the cat 3 likely cause the guide wire the get stuck inside the catheter. These devices are 100% visually inspected for damage during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.